Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the patients revision was loss of stimulation due to high impedance as reported in MFR report #: 3006630150-2017-04623. The patient underwent a revision procedure wherein the splitters were explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead revision procedure for an unknown reason.